Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 315 mg/dl. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and the insulin did exit. Assisted the customer with the high pressure test after she rec'd the tubing clamp, and the insulin pump passed the test. The customer stated that her doctor advised her to revert to back up plan and to disconnect from the device. Advised the customer to talk with the doctor regarding her high glucose and call back if further issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.